Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep found the software was corrupt. He reloaded the software. The system operates as intended.

Event description:
It was reported that the 9900 system would not fully boot. No pt was involved.